Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was being monitored on telemetry post implantation procedure and it was noted that the patient's heart rate dropped. Upon interrogation, the right ventricular lead exhibited increased threshold. An x-ray revealed that the lead had moved post procedure. Programming changes were made. The lead was repositioned on (B)(6) 2018 with no issues. It was mentioned the during original implant procedure, the lead was placed in a best possible location without x-ray guidance since patient's heart rate had dropped and the x-ray machine was having issues. The patient was stable and stable parameters were obtained on the lead post repositioning.